Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-02451, 1627487-2017-02452. It was reported the patient experienced ineffective therapy following a fall. Reprogramming was unable to resolve the issue. Imaging confirmed lead migration. Subsequently, the patient underwent surgical intervention at which time the leads were explanted and replaced. Reportedly, effective therapy was regained following the procedure and the issue is resolved. Please note: it is unknown which leads were explanted and replaced; therefore, all suspected devices are being reported as explanted.